Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 11/16/2020. H.6. Investigation: 132 unused smartsite samples were returned by the customer. It was reported that the needle won't draw as it is supposed to. The samples were examined for defects and abnormalities. No defects or abnormalities were observed. The samples were connected to a bd syringe and attempted to draw and be flushed with a blue dye/water mixture. The samples were able to draw and be flushed. The failure was unable to be replicated. A device history record review could not be performed on model 2000e because a lot number was not provided by the customer. A root cause was unable to be determined. A trend for this occlusion issue has been identified for this product line. CAPA#1998036 has been initiated, and a team has been assembled in order to investigate the issue. H3 other text : see h.10

Event description:
It was reported that the ll vlv adpt(stand alone) was clogged/blocked/occluded. The following information was provided by the initial reporter: material #: 2000e, batch/ lot #: unknown. Customer states the needles won¿t draw as they¿re supposed to.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the ll vlv adpt(stand alone) was clogged/blocked/occluded. The following information was provided by the initial reporter: material #: 2000e, batch/ lot #: unknown. Customer states the needles won¿t draw as they¿re supposed to.